Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the plastic distal end was shaved and the adhesive on the a-rubber had a chip. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined however, it is likely attributed to a component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during setup and inspection prior to use, the bronchovideoscope did not display an endoscopic image. There were no reports of patient involvement.